Event description:
It was reported that during a laparoscopic nissen fundoplication and additional lap gastric band procedure, the surgeon was doing the taking down of the wrap in the nissen procedure. When he fired the stapler across the upper omentum of the stomach tissue, it seemed as it fired correctly. He was using a blue reload. When the surgeon visually observed the staple line, the staples were malformed at the distal end from the middle of the staple line. He removed the malformed staples and over sewed with suture to secure the staple line. He had to place a drain in the incision, which was not part of the normal procedure. The surgeon could not perform the gastric band placement and will have to reschedule the pt for that procedure at a later date. The pt is stable at this time. Additional info received on 9/11/2009: this was the first and only firing of the device. The staples were not formed at all. The line was over sewn two layers instead of firing the device again. A leak test was performed and it was negative. There is no reschedule date for the band at this time. Additional info was requested.

Manufacturer narrative:
Date sent: 10/06/2009. Info anticipated, but unavailable at this time.